Manufacturer narrative:
(B)(4). The device was serviced onsite. The alarm log found evidence of the f-23 alarm. The root cause was determined to be an inoperative cpu board. To resolve this issue the cpu board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-23 alarm. It is unknown when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.